Event description:
Per facility medwatch: "was using lp12 in the paddles selection with multifunction pads applied. Lp12 became non-operational. Was unable to read ECG or perform any functions. It was like the unit became totally blank. Unit still had power during this event. When printing the code summary from the call, all of the info prior to the malfunction was not printed on the code summary point. Problem could be at the connection of the lp12 and the defib cable. This connection seemed to be loose."